Event description:
In 2007, the lay user/patient contacted lifescan (lfs) alleging the one touch ultra meter was giving inaccurately high readings. The medical affairs specialist (mas) contacted the patient to obtain and verify information; however, was unable to reach him by telephone. The mas mailed a letter requesting the patient contact medical affairs. The mas also reviewed the recorded telephone call. One day earlier, the patient obtained the bedtime blood glucose reading of 320 mg/dl on the reported meter. The patient did not test his blood glucose level using any other device. Following this reading, the patient took his usual dose of 20 units lantus insulin. He did not take any humalog insulin at that time, and then went to bed. The next morning, on event day, the patient was found unconscious. Co-workers contacted emergency services, and when paramedics arrived, they obtained a blood glucose reading for the patient of 31 mg/dl, using their meter. The patient was given an unknown intravenous treatment, and transported to the emergency room. The patient was not revived until he arrived in the emergency room, and received unspecified treatments 'to raise his blood sugar.' Upon discharge, his blood glucose level was 'in the 200's mg/dl.' The patient takes 20 units lantus insulin each evening, and an unspecified dose of humalog insulin. It would have been helpful to determine if the patient experienced any symptoms when he obtained the 320 mg/dl reading, if he would have adjusted his insulin dose if this reading was lower, the patient's meter readings from the previous day, what meals and medications had been taken that day, if the patient's blood glucose level was tested using the reported meter while he was passed out, if he was given any treatment before paramedics arrived, his specific treatment from the healthcare professionals, his diagnosis, his medication regimen, and his expected meter readings. The customer care advocate (cca) determined during the troubleshooting telephone call that the patient's testing technique was correct. The cca also determined the patient was incorrectly storing the test strips in other vials, which can cause inaccurate readings. The meter, test strips and control solution were replaced. The patient was incorrectly storing his test strips, which may have caused inaccurate readings. The patient obtained blood glucose readings that were high compared to his expected values, and later passed out. The patient received emergency medical attention and treatment. Therefore, this complaint is being reported as an adverse event.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.